Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the clinic experiencing fatigue. The pulse generator was found to be operating in backup vvi mode. The device successfully restored itself upon interrogation. The patient's fatigue had improved and they would continue to be monitored.